Manufacturer narrative:
Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip was observed with a bumped condition, this condition is related to the customer reported event. A device history record evaluation was performed for the finished device 60000024 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. However, the physical device was not yet returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium during which the tip of the device was damaged. A second device was used to complete the operation. There was no adverse event reported on patient. Broken tip is MDR-reportable.

Manufacturer narrative:
On 26-may-2023, the photo analysis was completed. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip was observed with a bumped condition, this condition is related to the customer reported event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-apr-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium during which the tip of the device was damaged. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: visual analysis revealed damage along the shaft but with no broken parts. A microscopic examination of the tip showed stress marks on the outer diameter. The damage observed could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. A device history review was performed for the finished device 60000024 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).